Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the sixth inflation at 12 atmospheres for 30 seconds, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition after the procedure.